Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Troubleshooting has been unsuccessful thus far. As a result, the field representative will meet with the patient for further troubleshooting.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
Follow-up information provided the patient underwent ipg replacement on (B)(6) 2018. The eri message has cleared. The patient has therapy.